Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified two curved openings, fold creases, white particles on the shell, and the weight of the device within specification. A visual and microscopic analysis were performed which identified 0-25% of the shell missing, non-penetrating nick, a striated break on posterior and a striated opening on the anterior side. Based on the device analysis the final assessment is missing shell assessed as inconclusive, a striated opening on the anterior side assessed as surgical damage consistent with the use of a surgical tool, and a striated break on the posterior assessed as surgical damage consist in the use of some surgical tool. Additional, corrected, and/or changed data: d.10., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.